Event description:
Patient reported that after injection with juvederm in the "marionette lines and a sleep line on the left cheekbone", approximately 2 months later, the patient experienced "swelling of the lips and the left cheekbone, it feels like the texture of firm grapes underneath the skin on the cheek, and on the top portion of the inside corners of the lips which are rubbing against the teeth and are uncomfortable". Patient reported that keflex and claritin were prescribed. It is unknown if symptoms have resolve at this time.

Manufacturer narrative:
(B)(4). Patient has not approved of follow-up with the injecting healthcare professional by allergan medical, therefore lot number and type of juvederm not attainable. Device labeling: adverse events: the most common injection-site responses for juvederm ultra xc were redness, swelling, tenderness, firmness, lumps/bumps, discoloration, and bruising.